Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for further info are ongoing. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that housing for their pump in style power adapter had started to come apart and open, which is a safety risk.